Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient stated where their device was implanted they were having pelvic pain and uti's. There were no further complications reported.